Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic and motor assemblies. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and a missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and had a blank display. Customer was advised to dry the device but display did not return. Customer's blood glucose level was 157 mg/dl at time of reporting. Nothing further reported.